Event description:
The pt's system was explanted due to an infection at the pocket site.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval. The pt's infection has reportedly cleared. A review of the sterilization records for the explanted devices was found to be satisfactory. This is the final report.